Event description:
During an attempted implant procedure for this transvenous left ventricular (lv) pace/sense lead, the physician encountered diffuculties in advancing the guidewire through the catheter. It was reported that the wire fractured, thus leaving approx a 3 cm piece of wire in the mid-lateral cardiac vein of the pt. It was further noted that the physician was not only unable to successfully place the lv lead, but was also unable to retrive the wire tip.